Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that her meter would not power on. Medical affairs specialist mailed a letter in 2006, since the user could not be reached by telephone for further clarification. The patient reported that her meter would not power on. It is not known how long she was unable to test. She contacted her physician approximately 3 days prior to calling lfs. Her physician advised her to contact lfs for assistance with the meter. She did report symptoms of feeling shaky and sweaty. After attempting to test on her meter, she had something to eat/drink. No medical attention was reported. The patient was using the correct test strips. She stated that there was no trauma to the meter. While on the phone with the lfs customer service representative, she pressed the power button and the meter did not turn on. She then inserted a test strip and the meter powered on. She performed a test at this time and obtained a blood glucose result of 199 mg/dl. This complaint is being reported, as the patient was unable to power her meter on by pressing the power button. The patient did experience symptoms of low blood glucose, for which she treated hersefl with food/beverage. A replacement meter has been sent.